Manufacturer narrative:
The customer¿s report of a reported over infusion of micafungin was not confirmed. Review of the pcu event logs confirmed that on the day of the reported event the user programmed the source pump module for secondary infusion of micafungin to infuse at a rate of 100ml/hr. The infusion program only infused for about 12 minutes before it was paused by the user. It could not be determined why an infusion scheduled to infuse for an hour was paused after only infusing for about 12 minutes. Based on the log review 19.69 mls was infused during the micafungin infusion. The root cause of the reported over infusion of micafungin was not determined.

Event description:
The customer reported that a micofungen 100 ml/hour infusion over infused.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.